Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that during the revision of the prosthesis he noticed the fracture of the abutment and proceeded to change it for a new abutment immediately in the same surgery without any type of negative impact on the patient's health. The affected tooth position is #33 the abutment has fractured on the part of the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that during the revision of the prosthesis he noticed the fracture of the abutment and proceeded to change it for a new abutment immediately in the same surgery without any type of negative impact on the patient's health. The affected tooth position is #33 the abutment has fractured on the part of the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. Applicable manufacturer¿s internal lot history records were reviewed to evaluate whether any internal deviations, non-conformances, or problems occurred during the manufacture of the lot, which could cause or contribute to the reported complaint condition. A review of other manufacturers complaint files and related trending data for similar incidents was performed to evaluate whether other similar complaints have been received and if data suggests any adverse trends may have contributed to the complaint root cause. Condition of the returned complaint related product was evaluated to confirm the reported product complaint. As part of each complaint investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Most likely hazard experience: thread fracture during placement most likely root cause of the failure mode / hazard: thread fracture during placement typically results from application of excessive torque to the abutment. It appears as an elongation of the thinnest section of thread or thread relief. Additional evidence can be damage to the driving feature.

Event description:
No further event information is available at the time of this report.